Manufacturer narrative:
Returned product analysis indicated that the lead was functionally tested and passed all impedance, continuity, and crosstalk tests with the exception of contact numbers three (3), and six (6). X-ray inspection revealed that electrodes number three (3) and number six (6) of the distal end has a fractured cable right at the weld nugget. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production. The root cause of lead fracture could not be determined and is unk.

Event description:
A report was received that the pt was explanted due to ineffective therapy against migraine headaches and was reportedly doing fine after the explant procedure.